Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high thresholds, loss of capture, oversensing, and a continuation of low impedance values. The rv lead showed high thresholds. A procedure was performed to remove and replace the ra lead. During the ra lead revision, placement difficulty was noted, and several repositioning attempts were required. The new ra lead was successfully implanted and remain in use. The existing rv lead also remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation, pocket stimulation and nerve stimulation. During device interrogation, the patient¿s right arm jumped when magnet was placed over the pacemaker. There was lead warning due to low impedance on the right atrial (ra) lead. There was also noise on the lead. The device was reprogrammed and the ra lead remains in use. It was also reported there was varying threshold on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.